Event description:
During a coronary stenting treatment procedure, deflation difficulties were encountered. The stent was 'perfectly situated' in the posterior descending coronary artery lesion, covered it completely and fully expanded. Following treatment of the lesion, the physician was unable to deflate the express2 monorail balloon. The entire system, including the guide wire and the inflated balloon were withdrawn, as a unit, into the aorta and removed. No pt injuries or complications were reported. Pt status is reported as 'fine'.